Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of ventricular capture. No interventions were performed. The patient's condition was unknown.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited loss of ventricular capture. The implantable cardioverter defibrillator was explanted on (B)(6) 2024 while the right ventricular lead remains implanted. The patient's condition was unknown.